Event description:
It was reported that difficulty removal, deflation failure and shaft break occurred. The 85% stenosed target lesion was located in the left anterior descending artery (lad). A 4.50 x 20 mm synergy xd drug-eluting stent was advanced and successfully deployed at the lesion site. After deployment, the delivery system balloon failed to deflate properly, resulting in difficulty removing the device from the vessel. Imaging showed no contrast inside the balloon. The physician attempted to remove the delivery system from by withdrawing it through the guide catheter, unsuccessfully. The delivery system and guide catheter were removed together and upon observation, the balloon appeared detached from the delivery system inside the guide. An additional guide catheter was inserted and the procedure was completed with another synergy stent. No patient complications were reported.